Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets fell off events during use on date 27-may-2024. The infusion set was in use for 1.5 days. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4).